Event description:
It was reported the patient had a pocket revision on 2014 (B)(6) due to the implantable neurostimulator (ins) ¿shifting and coming closer to the surface.¿ it was reported, the patient felt burning and had swelling prior to the revision, but there were no signs of infection. The ins was repositioned, they put the battery deeper, but the patient continued to feel burning. There were no reported lead revisions at that time. Additional information received reported there was no cause of the ins shifting, just that the patient said it was shifting. It was reported the patient had not yet come in for her follow up appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4); implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device had been replaced with a non-rechargeable battery. It was reported that migration had been confirmed by physical exam of the battery site. It was stated that the patient had pain at the battery site. It was noted that the patient had been pleased with the outcome.